Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced pain and sensitivity at the implant site, which could not be resolved. On (B)(6) 2012, the patient underwent a procedure to have the internal magnet removed. The implanted device remains.